Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd did not receive the incident sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Additionally, a manufacturing device history record review of the incident lot could not be performed as the lot number was not available for review during the investigation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing had blood leakage. No injury or medical intervention.